Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; not installing the implant deep enough.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2015 where three implants were installed on each side. The patient had excellent si joint pain relief before complaining of right hip pain after weight loss. The surgeon determined that the caudal positioned implant was too proud of the ilium causing pain in the surrounding tissue. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the caudal positioned implant using chisels as it was solidly fixed in bone and installed a larger implant of the same type in the explant void. No other preexisting implants were adjusted or removed. The patient's pain symptoms improved following the revision procedure.